Manufacturer narrative:
This report is filed on november 17, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced cholesteatoma at implant site, however the issue could not be resolved. On (B)(6) 2016 the patient was hospitalized for a duration of 11 days and was administered IV antibiotics (duration not reported). Subsequently on (B)(6) 2016 the patient's device was explanted, there are no plans to re-implant the patient with a new device.

Manufacturer narrative:
Per the clinic, the patient's antibiotic treatment took place from (B)(6) 2016. This report is submitted january 17, 2017.